Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg site when picking up a child or when something rubs up against the site on her back. Upon examination, the ipg is superficial to the patient¿s skin. As a result, the patient may be awaiting surgical intervention.

Event description:
It was reported that the patient underwent a pocket revision on (B)(6) 2019 due to pain at the ipg site. Post-operatively, the issue has resolved.